Event description:
It was reported that the patient received shocks as the right ventricular lead had dislodged which caused the lead to oversense the patient's atrial fibrillation. It was also reported that the lia (lead integrity alert) was triggered, thresholds increased, and there was lead noise. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered. One patient alert for lead failure predictor occurred on (B)(6) 2011 17:43:39. 14 ventricular nonsustained tachycardia episodes of <=193 ms occurred between (B)(6) 2011 21:32:59 and (B)(6) 2011 01:19:41. 6 ventricular fibrillation episodes of <=160 ms average v-cycle occurred between (B)(6) 2011 10:45:14 and (B)(6) 2011 19:02:03. Ventricular short interval count v-sic=80.4 counts avg/day, in 4.18 days, between (B)(6) 2011 10:44:51 and (B)(6) 2011 15:04:26.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.